Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient's sensors were rubbing on her skin, causing red areas to form. No reports of open or broken skin. Patient reported brown raised spots on her back and other areas underneath the electrodes. The patient's primary doctor recommended a double antibiotic ream. Patient started using rite aid double antibiotic cream at the suggestion of her doctor. During a follow-up, it was reported that the patient's irritation improved after using the double antibiotic cream as recommended by her doctor.